Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 56mm abdominal aortic aneurysm. Vessel morphology was reported as the proximal neck diameter below the renal arteries is 26mm and 29mm above the aneurysm entry. The proximal neck length is 15mm. The right common iliac is 30mm in diameter with 3cm of seal zone. The left common iliac is 18mm in diameter. During the index procedure all devices were implanted without incident. The patient was hypotensive throughout the procedure but was stabilized with medication. The final angiography showed no endoleak or extravasation. Two post pictures were taken, one proximal and one distal looking at both external iliac. No issues were noted; therefore, sheaths were removed and arteries were closed. Patient was transferred to recovery where the patient remained stable for about 45 minutes. At that time the patient¿s blood pressure dropped. The patient was then re-intubated and sent back to the or. It was noted that blood was seen in the right retroperitoneal space and below the stent graft near the origin of the hypo. The physician decided to add another 16x10x124 across the area of extravasation and extended with another manufacturer¿s device. The patient was stabilized. The physician was unable to determine when the rupture occurred; however, it might be sheath related (another manufacturer's sheath 16fr) due to the large devices. In addition, tortuosity was noted above the right hypo that was straightened out by the wire and the graft. No additional clinical sequelae were reported and the patient is stable and will continue to be monitored. The review of a single returned angio image shows contrast likely coming from the right external iliac artery; distal to the stent graft.